Event description:
On (B)(6) 2012, the pt was implanted with conformable gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2012, it was reported a computed topography (CT) identified an issue during a pt's follow-up. The CT identified a persistent type a dissection and extension of a type b dissection in the celiac, common hepatic, and proximal splenic arteries. The physician reportedly feels the dissections were caused by disease progressions of hypertension with a combination of being on chemotherapy for the pt's multiple myelomas. On (B)(6) 2013, a re-intervention was performed implanting two conformable gore tag thoracic endoprostheses to repair a type a and type b dissections in the thoracic aorta. In addition to the implanted device, it was reported an aortic de-branching was performed from the aortic innominate to the left common carotid artery and left subclavian artery bypass. It was reported during the final angiograph there was good flow through the revasced vessels with no other issues. Pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.